Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient repeated previously reported information and also reported they still have not gotten it resolved and now their doctor doesn't accept workman's comp so they need to find a new physician. Pt doesn't have email- ps reviewed hcp listings over the phone. Caller stated they had fallen a year ago and ever since then their stimulator hasn't worked right. Caller stated they get a lot of stimulation in the stomach and nothing down the left leg. Caller stated they will need to have the device replaced with a new one, just pending a new hcp. Caller stated they get shocks in their back even when the stimulator is off. Caller mentioned they have been in the hospital 4 times this year. Caller did not allege that this was in any way related to the mdt device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the device not working right was that she fell approximately a year and a half ago. The patient reported that the inability to adjust stimulation had not been resolved yet. The patient had an appointment on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that patient fell a couple of years ago, confirmed it was 1.5 years ago. Since then, she feels like device haven't work right for her. Patient stated it would hurt when she have device on and the stimulation isn't going to the right spot in her leg. Patient tried putting it on again but can't turn stim off. She stated she can't decrease below 3.70 and can't go higher than 3.80. Patient services was able to help patient turn ins off. Patient also reviewed with patient services how to turn ins on/off and how to adjust stim. Patient was advised to follow up with healthcare professional to check on device. No further complications were reported or anticipated.